Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery was intermittently not able to charge. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the battery was not able to charge intermittently. There was no patient or user impact. The fse evaluated the device on site. It was determined that this was a malfunction of the battery which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.